Manufacturer narrative:
Batch review performed on 17-apr-2025. Lot 2116217: (B)(4) items manufactured and released on 25-mar-2022. Expiration date: 13-mar-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by r&d project manager. From the images attached to the complaint it is visible the explanted stem covered by patient blood. Looking at the stem body the ha is not visible. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem and ball head, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
At about 2 years and 1 month after primary, the patient has been revised because of aseptic loosening. The surgeon stated that, due to the shape of stem, there were some fixation points but the stem was still mobile. Stem and head were removed and a largest size of uncemented stem, in order to optimize fixation points in the femoral canal, was used. Surgery completed successfully.